Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD), and implantable transvenous defibrillation lead exhibited noise on the ventricular rate/sense channel. The noise was oversensed and led to an inhibition of ventricular pacing. The patient underwent a lead revision procedure. The rate/sense portion of the defibrillation lead was capped, and a new, separate pacing lead was added to the existing defibrillation portion. It was reported, that later that night, the patient went into electromechanical dissociation and expired. The device and lead were explanted.